Manufacturer narrative:
Local service checked the unit and found a defective pt cooling fan that caused the burning smell and smoke. The fan motor and filter were replaced, and the defective part and filter were returned to the factory for investigation. The system is working as specified.

Event description:
A female pt, reportedly with a pre-existing condition of asthma, was having an MRI scan when she smelled a strong burning smell and saw a slight amount of smoke in the bore. The pt experienced respiratory distress, and was removed from the unit. The unit was shut down and service was called. The pt was examined in the ER at the facility for chest discomfort, where the clinical impression was an asthma attack. The pt was treated with oxygen, was administered drugs to relieve the symptoms, and was discharged and sent home. No add'l medication was prescribed, and the pt has not returned to the facility for any further treatment.